Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed during its installation surgery because primary stability was not achieved. The patient presented insufficient bone quantity/quality (bone type ii), bone graft was executed, fenestration occurred during surgery and immediate implant procedure was performed.